Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Best estimate (B)(6) 2021. Manufacturer telephone number: (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to the patient could not pinhole to better than 20/40. There was no incision enlargement and no vitrectomy required. The patient is doing fine post-explant. Ab 20/40, ph 20/40 corrected distance, 20/30 intermediate, j3 refraction 20/30 -.25-.50, mac/oct (macular/optical coherence tomography) had normal pre and post -operative (op) scan. The explanted lens was replaced with aab00 iol, but the serial number is unknown. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 9/27/2021. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the product was received in the lens case of the replacement iol. Product was inspected. On the posterior side of the lens a concentric ¿deformation¿ is observed between the first and second diffractive rings counted from the optical center. The lens was additionally inspected by norm committee member. The following observations were made: the observed ¿deformation¿ was confirmed to be part of the lens design and does not reflect a lens defect. The returned lens was measured for mtf (measure true focus) value. The product meets mtf specifications per pzfr00v and rp6319r, refer to attachment 02. Based on the reported event, the following potential contributing factors were considered: miq (measuring image quality) data base has been reviewed and the results of the reported serial number is within specification. The complaint cannot be confirmed. The previously investigated complaint list amo-04-d014 was reviewed. There are no previously investigated complaint (pic) associated with these codes. The product investigation matrix amo-04-d024 rev07 was reviewed. Per complaint investigation procedure amo-04-s006 this complaint will be investigated as high risk, level 3 investigation. The complete complaint information is documented and the complaint coding is accurate. No escalations are required. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that code assigned in the 1st supplemental report submitted in section h6: health effect clinical code: red eyes 2038 is incorrect. Correct code should be hm-eye irritation: 4803. This report is submitted to correct this. Field below updated. Section h6: health effect clinical code:4803 (to capture eye irritation). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon further review a duplicate file was received with new information of additional reason for explant blurred vision, foreign body sensation, irritation, headaches. Therefore, the following sections have been updated. Section h6: health effect: clinical code: 2137: blurred vision section h6: health effect: clinical code: 1869: foreign body sensation section h6: health effect: clinical code: 2038: red eyes section h6: health effect: clinical code: 1880: headache all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.